Manufacturer narrative:
Additional information in h6: method, results, and cnclusions. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device(s) are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that an implant is stuck in flexion postoperatively causing issues with the disc space below it. A revision surgery has been scheduled to remove the implant and address the issue in the disc space above.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant is stuck in flexion postoperatively causing issues with the disc space below it. A revision surgery has been scheduled to remove the implant and address the issue in the disc space above.